Event description:
Complainant alleged that during biomed testing the device's ECG electrode connector pin dislodged from the ECG connector when the electrode was detached from the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.